Event description:
It was reported that following the implant of a transcatheter valve, a digital subtraction angiography (dsa) was performed which revealed narrowing of the blood vessel at the left femoral artery (lfa). It was determined to be caused by insertion of the inline sheath and a non-medtronic closure device. Subsequently, a procedure was performed and the lfa was successfully repaired. Additional information was received indicating that the valve did not contribute to the vascular injury. The exact cause of the vascular injury was unknown, but it is thought to be related to the introducer sheath or the non-medtronic closure device. The vessel was repaired via surgical vascular suturing without using stents or an electrosurgical device.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, a digital subtraction angiography (dsa) was performed which revealed narrowing of the blood vessel at the left femoral artery (lfa). It was determined to be caused by insertion of the inline sheath and a non-medtronic closure device. Subsequently, a procedure was performed and the lfa was successfully repaired.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-26, (serial: (B)(6); product type: 0195-heart valves; implant date: on (B)(6) 2025; product ID: l-evolutfx-2329, (lot: 0012529124); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.